Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309623, batch # 3143581. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle went through the shield. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Ref (B)(4), lot 3143581. Tip of the needle is piercing through part of the device. (B)(4) xxxxxxx xxxxxxx xxxxxxx sample yes, pt harm: no , 2 occurences , doe unknown and (B)(6) 2024.

Manufacturer narrative:
Device evaluation: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has double needle. The extra needle is attached to the outer side of the needle hub. No other defect or imperfection was observed. This defect could occur if there was a misfeeding of the cannulator. Furthermore, a device history record review was completed for provided lot number 3143581. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
No additional information.